Manufacturer narrative:
E1: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.

Event description:
It was reported that the patient was not disconnected during the rewind or prime sequence event on 11 may 2026. The patient also experienced low blood glucose and treated with glucose intake.